Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform a series of troubleshooting steps, including disconnecting tubing, tightening connections, and delivering boluses to address the occlusion. The customer replaced supplies as necessary and resume insulin.